Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy, while technical support arranged to send a replacement pump and provided instructions for putting the old pump into storage mode and returning it to tandem.